Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending (lad) artery with moderate tortuosity, moderate calcification and 95% stenosis, pre-dilatation was performed with a 1.2x6 mm mini trek dilatation catheter and a 2.5x12 mm nc trek dilatation catheter. A 3.5x33 mm rx xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. The shaft of the sds separated into two pieces about 20 cm from the proximal hub after several unsuccessful attempts were made to cross the lesion and force was applied against resistance prior to the proximal shaft separation. The sds was simply withdrawn from the patient anatomy and additional pre-dilatation was performed. A non-abbott guide wire was advanced and a new 3.5x33 mm rx xience prime sds was advanced but could not cross the lesion due to the anatomy. The sds was withdrawn from the patient anatomy and the distal end of the stent was flared. A new 3.5x33 mm rx xience prime sds was advanced but again the sds could not cross the lesion due to the anatomy. The sds was simply withdrawn from the patient anatomy and distal portion of the stent was flared. The decision was made to use two shorter xience prime stents to treat the target lesion in the lad. A 3.0x18 mm rx xience prime sds and a 3.5x18 mm rx xience prime sds were advanced and the stents were implanted in the lad successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.